Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) lead exhibited high pacing impedance and high threshold. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.